Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information received from a consumer patient receiving morphine (10mg/ml at 0.9mg/day or 1.1mg/day) via an implanted pump. Indication for use was noted as non-malignant pain, chronic low back pain, degenerative disc disease. Patient medical history included post laminectomy syndrome and depression. The patient saw a code on their personal therapy manager (ptm) "8474." The pump had reset and stalled. The code did no resolve on the call. The patient was to follow up with their healthcare provider (hcp). The patient had not left their home in the last two days and had not come into contact with any electromagnetic interference (emi). There were no medical symptoms, no alarms heard. The patient saw the "8474" on the ptm when they tried to request a bolus. Although it was reported tha t there were no medical symptoms reported, the change in therapy/symptoms were noted as "sudden." Additional information received reported on 2016-01-07, the manufacturer representative reported that an alarm was heard and confirmed by telemetry. A critical alarm was occurring. The pump logs were checked, a reset-a low battery reset occurred on (B)(6) 2016 at 21:35 and safe state occurred on (B)(6) 2016 at 21:35. The pump had stopped and settings were at minimum settings. It was noted that the morphine concentration was 15mg/ml at 3.247mg/day prior to alarm. It was later reported that the patient had symptoms of fatigue, feeling flu like symptoms. The manufacturer representative was instructed that the pump would reset to minimum rate settings again. An order for pump replacement was written at that time. The plan was waiting for pump replacement to be scheduled. Estimated elective replacement indicator (eri) was 27 months. Patient's status at the time of report was noted as "alive-no injury." There were no troubleshooting or interventions reported. In addition, the patient outcome was unknown. Additional information has been requested, but was not available as of t he date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient went a month getting nothing, she was hurting a lot and when she went for a refill they discovered it had reset to factory presets so they took it out {the pump} and put in another one. It was noted the situation was resolved. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump found d34700 - high resistance. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.